Event description:
Medtronic covidien suture: polysorb 0, gs-21, cl-10-mg pop offs. Per surgeon, the knot will not slide on suture. Air knots are developing which is not ideal for suturing. FDA safety report ID # (B)(4).